Event description:
It was reported that this right atrial (ra) lead was noted to have dislodged a few days after implant. The lead exhibited loss of capture (loc), high impedances measurements and high capture threshold values at 4v. Subsequently, this lead was explanted, and a new lead was successfully implanted. No additional adverse patient effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.